Event description:
It was reported during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) system, oversensing of atrial signal on the ventricular channel was observed, resulting in pacing inhibition of two separate beats. The sensitivity on the right ventricular (rv) lead was adjusted to 1.5 millivolts (mv). The next morning, during the post operatory evaluation of the patient, rv sensitivity was reprogrammed to 1.0 mv to ensure adequate sensing. All lead measurements were within limits. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Corrected fields: event date.

Event description:
It was reported during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) system, oversensing of atrial signal on the ventricular channel was observed, resulting in pacing inhibition of two separate beats. The sensitivity on the right ventricular (rv) lead was adjusted to 1.5 millivolts (mv). The next morning, during the post operatory evaluation of the patient, rv sensitivity was reprogrammed to 1.0 mv to ensure adequate sensing. All lead measurements were within limits. No adverse patient effects were reported. This lead remains in service.